Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with sensor error, and hospitalization twice for diabetic ketoacidosis. The customer's blood glucose level at the time of incident was unknown. The customer's current blood glucose level is 194mg/dl. The customer states they tried to treat the high levels with the insulin pump and manual injection, but both did not work. The customer states they were treated with insulin drip at the hospital. Nothing is being returned or replaced at this time.